Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the redundant power tray assembly (rtpa). The system was verified and ready for use. The unit was analyzed and no issues were found that would be related to the reported event the unit was installed onto a golden system where the mgps producing loud noise, replicated the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, non-recoverable error 5 occurred. The customer rebooted the system, including a hard power cycle, but the issue persisted. Technical support engineer (tse) reviewed the logs and determined the error was originating from the second surgeon side console (ssc). Tse instructed the customer to disconnect the second ssc; after doing so, the system rebooted successfully with no errors. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient harm.